Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, the balloon burst. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's condition post procedure was good.